Event description:
It was reported that there was far-field r wave sensing and atrial undersensing. A lead dislodgement was not suspected since it was an epicardial system and technical services did not believe that the leads were switched in the device header. The implantable pulse generator (ipg) was reprogrammed to a single chamber mode in the ventricle at this time. It was further reported that right ventricular (rv) undersensing was noted in ddd and vvi modes. Pacing spikes fell in and at the end of the qrs complex. R waves measured 15.68mv. R wave sensitivity was programmed to 2.0mv. Undersensing was observed with r waves measuring 5.6mv. The lead was placed in the left ventricular (lv). Thus, the lead was potentially sensing in the rv and pacing late due to its placement in the lv. Technical services discussed the potential for a dysrhythmia due to ¿r on t¿ if there is pacing into the refractory period. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 4965-35 implantable pacing lead implanted: 2013 (B)(6); addr01 implantable pulse generator (ipg) implanted 2013 (B)(6). (B)(4).